Event description:
A complaint was received regarding higher glucose scan values while wearing the adc device compared to the built-in meter. On (B)(6) 2022, the customer was not able to concentrate and experienced sweating and was semi-conscious, and was provided sugar by a non-healthcare professional for the treatment of hypoglycemia. No further information was provided. A follow-up lab glucose test of 154 mg/dl was compared to a sensor scan of 398 mg/dl and results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event. Sensor scans of 268 mg/dl compared to a blood glucose test of 43 mg/dl on the built-in meter, results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding higher glucose scan values while wearing the adc device compared to the built-in meter. On (B)(6) 2022, the customer was not able to concentrate and experienced sweating and was semi-conscious, and was provided sugar by a non-healthcare professional for the treatment of hypoglycemia. No further information was provided. A follow-up lab glucose test of 154 mg/dl was compared to a sensor scan of 398 mg/dl and results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event. Sensor scans of 268 mg/dl compared to a blood glucose test of 43 mg/dl on the built-in meter, results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.